Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed on (B)(6) 2022, and the catheter flushing and sealing tubes were normal. (B)(6) 2022 during catheter maintenance, it was found that there was exudate at the puncture point; after extubation, it was found that the catheter was damaged at 15cm, and the patient was finally placed with a new catheter. The clinical follow-up related operations all met the operational requirements.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A permanent kink impression was observed at the 15cm depth marking. A longitudinally aligned split was observed at the corner of the impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. The catheter kinked preferentially at the impression site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material buckling, wear and discoloration were observed in the vicinity of the split. The split features and accompanying kink impression were consistent with material failure due stresses caused by sharp and/or repetitive catheter kinking. The short duration between device placement and damage observation suggested that kinking may have occurred during device placement. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the PICC was placed on (B)(6) 2022, and the catheter flushing and sealing tubes were normal. (B)(6) 2022 during catheter maintenance, it was found that there was exudate at the puncture point; after extubation, it was found that the catheter was damaged at 15cm, and the patient was finally placed with a new catheter. The clinical follow-up related operations all met the operational requirements.